Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customers cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lm's final investigation. The lm reviewed the customer provided the cds processes and the following deviations were reported: the forceps channel/suction channel/suction cylinder/forceps plug nozzle were not brushed during manual cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy ch/suction ch cfu: 0cfu, bacterial identification: n/a. Sampling from: a/w-ch cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water ch cfu: 0cfu, bacterial identification: n/a. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Possible growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulations recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance of this device.